Event description:
The pt had an aus device implanted on (B)(6) 2006. On (B)(6) 2011 the entire device was removed and replaced due to recurring incontinence and device fluid loss. It was reported that the "sphincter was empty." The physician indicated the pt outcome was "reimplant with washout."

Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.